Event description:
It was reported that a peritoneal dialysis cassette leaked. The incident occurred during the first fill while the patient was connected. The leak was observed to have come from the patient line approximately ten centimeters from the connection point. The technical services representative assisted the customer to end therapy. The patient would complete therapy using new supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.